Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf (stsf) and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that the patient had an effusion. They mapped in the rvot (right ventricular outflow tract) with the optrell catheter. Then, they went up with the stsf catheter and did some ablation. The premature ventricular contractions (pvc) did not go away. They were going to map with the stsf catheter and about ten minutes after the ablation, the patient developed blood pressure problems. They had a soundstar catheter in and looked on ultrasound and saw an effusion. They stopped the case, performed a pericardiocentesis, and the patient was taken to surgery. The last known patient status was that they went to surgery and their blood pressure was stable. The patient required extended hospitalization due to open heart surgery. The location of the perforation was in the rvot. There was no evidence of steam pop and no error messages were observed on biosense webster equipment during the procedure. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual inspection revealed that the second electrode was bent and lifted with exposed wires. The device features were reviewed, and the device was recognized and visualized correctly; however, error 106 was displayed on the screen due to an open circuit at the tip area. The adhesive in the tip area was inspected and it was observed within specifications. A manufacturing record evaluation was performed for the finished device number lot 31379310l and no internal action related to the complaint was found during the review. The issues observed could not be related to the adverse event reported by the customer. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the open circuit could not be determined. The potential cause of the lifted electrode could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf (stsf) and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that the patient had an effusion. They mapped in the rvot (right ventricular outflow tract) with the optrell catheter. Then, they went up with the stsf catheter and did some ablation. The premature ventricular contractions (pvc) did not go away. They were going to map with the stsf catheter and about ten minutes after the ablation, the patient developed blood pressure problems. They had a soundstar catheter in and looked on ultrasound and saw an effusion. They stopped the case, performed a pericardiocentesis, and the patient was taken to surgery. The last known patient status was that they went to surgery and their blood pressure was stable. The patient required extended hospitalization due to open heart surgery. The location of the perforation was in the rvot. There was no evidence of steam pop and no error messages were observed on biosense webster equipment during the procedure.